Event description:
The customer reported that the t:slim x2 pump battery was not charging despite using the tandem charging cable and wall adapter. There was no power source alert found around the time the issue began and trying different wall adapters and charging cables did not resolve the problem. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.